Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed by visual analysis of the photographs of the explanted devices. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem with wear of the trunnion. From the photographs provided there is evidence of disassociation as the accolade stem shows signs of wear on the trunnion that would affect the locking mechanism of the taper lock and contribute to disassociation. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re- opened.

Event description:
It was reported the patient's hip was revised due to pain. The surgeon reported that pre-revision x- rays appeared to show the head collapsed on the stem. Intra-operatively, metallosis and trunnion wear were noted. Patient was revised to a restoration modular stem construct with a cocr head and mdm/adm liner construct. Rep confirmed there are no allegations against the revised liner, and provided explant pictures. Rep confirmed that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's hip was revised due to pain. The surgeon reported that pre-revision x- rays appeared to show the head collapsed on the stem. Intra-operatively, metallosis and trunnion wear were noted. Patient was revised to a restoration modular stem construct with a cocr head and mdm/ adm liner construct. Rep confirmed there are no allegations against the revised liner, and provided explant pictures. Rep confirmed that no further information will be available.